Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect/invalid.

Event description:
It was reported that it was impossible to inject because midline was folded at 4.5 cm so it was not possible to use it. Removal of the midline and insertion of a venous catheter. Removal of the midline and insertion of a central venous catheter. Implantation on (B)(6) 2022 of the device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample and a statlock stabilization device was attached to the suture wings. Three permanent kink impressions were observed between the 4cm and 7cm depth markings. Microscopic inspection of the sample confirmed the presence of kink impressions. Material buckling and discoloration were observed in the vicinities of the kinks. The catheter kinked preferentially at the kink impression sites during manual manipulation. They middle kink impression was the most severe. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration; however, the catheter was easily occluded by kinking during flushing. The permanent kink impressions, material buckling and discoloration were consistent with repetitive kinking of the indwelling catheter. The use residues and event description indicated that kinking occurred following device placement. The location of the kinks suggested that catheter placement and securement techniques may have contributed.

Event description:
It was reported that it was impossible to inject because midline was folded at 4.5 cm so it was not possible to use it. Removal of the midline and insertion of a venous catheter. Removal of the midline and insertion of a central venous catheter. Implantation on (B)(6) 2022 of the device.